Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown: (B)(6) has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: no samples or photos available for evaluation. Lot information is not available and no device history review can be completed. As a result, a potential root cause is unable to be defined and no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a potential root cause is unable to be defined. Rationale: no corrective actions are required.

Event description:
It was reported that the bd 10 ml syringe luer-lok¿ tip experienced device damage/deformation which was noted prior to use. The following information was provided by the initial reporter: 37040, 26001, syr 3 ml l/l, 301073, n/a, damaged, 1. We were notified about some complaints from a customer stating the following components are not meeting the specs. Photos were received as a sample and the reported issues have been confirmed. We want to ensure that you are aware of the issues.